Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. The axium prime pushwire was returned for evaluation without implant coil as it remains in the patient and without the instant detacher as the customer chose not to return it. As received, axium prime pushwire was found broken on its proximal end with no release wire extending out. The proximal tip of the pushwire containing the tack weld replacement (twr) crimps was not returned. The pushwire was found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. The proximal tip of the pushwire and the instant detacher were not returned; therefore, any contributing factors from these could not be assessed. The cause for the ¿non-detachment¿ could not be determined. It is unknown if the instant detacher successfully actuated the detachment mechanism as the proximal tip of the pushwire containing the tack weld replacement (twr) crimps was not returned. In regards to the subsequent detachment of the implant coil, it is likely that the implant coil detached due to the pulling back of the release wire during the manual detachment attempt. The customer reported attempting to detach the axium prime coil by the manual method of detachment (via hypotube) two times. Although the break on the proximal end was consistent with a break at the correct location for manual detachment (via hypotube), it is unknown if the break at this location was the initial break in the pushwire. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm located in the communicating segment of the right internal carotid. No other information was provided.